Manufacturer narrative:
Block b3: exact date approximated, event occurred three years prior to the date the manufacturer became aware of the event. Block d2b: pro code (product code): lgw, qrb.

Event description:
It was reported that the patient's ipg was no longer holding a charge and neither connecting to the remote and clinical programmer. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.